Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced mood swings ("mood swings"), abdominal pain lower ("cramps"), myalgia ("sore muscles"), arthralgia ("hip pain") and thrombosis ("blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy keeping ovaries). Essure was removed. At the time of the report, the medical device removal, mood swings, abdominal pain lower, myalgia, arthralgia, weight increased and thrombosis outcome was unknown. The reporter considered abdominal pain lower, arthralgia, medical device removal, mood swings, myalgia, thrombosis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced mood swings ("mood swings"), abdominal pain lower ("cramps"), myalgia ("sore muscles"), arthralgia ("hip pain") and thrombosis ("blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy keeping ovaries). Essure was removed. At the time of the report, the medical device removal, mood swings, abdominal pain lower, myalgia, arthralgia, weight increased and thrombosis outcome was unknown. The reporter considered abdominal pain lower, arthralgia, medical device removal, mood swings, myalgia, thrombosis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: process with fu2. On 23-mar-2020: social media reported- reporters added, events was added, weight gain, cramp, hip pain, sore muscles. On (B)(6) 2020: coding request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced mood swings ("mood swings"), abdominal pain lower ("cramps"), myalgia ("sore muscles"), arthralgia ("hip pain") and thrombosis ("blood clots"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (full hysterectomy keeping ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, arthralgia, medical device removal, mood swings, myalgia, thrombosis and weight increased to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product insertion and removal dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced mood swings ("mood swings"), abdominal pain lower ("cramps"), myalgia ("sore muscles"), arthralgia ("hip pain") and thrombosis ("blood clots"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (full hysterectomy keeping ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, arthralgia, medical device removal, mood swings, myalgia, thrombosis and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2018, however in argus was entered as (B)(6) 2019. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced mood swings ("mood swings"), abdominal pain lower ("cramps"), myalgia ("sore muscles"), arthralgia ("hip pain") and thrombosis ("blood clots"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (full hysterectomy keeping ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, arthralgia, medical device removal, mood swings, myalgia, thrombosis and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2018, however in argus was entered as (B)(6) 2019. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date explanted updated from (B)(6) 2019 to (B)(6) 2018. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, menorrhagia and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3005 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced mood swings ("mood swings"), abdominal pain lower ("cramps"), myalgia ("sore muscles"), arthralgia ("hip pain") and thrombosis ("blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, arthralgia, medical device removal, mood swings, myalgia, thrombosis and weight increased to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure stop date was reported as on (B)(6) 2018, however in argus was entered as on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: surgical pathology report cervix, uterus, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy and bilateral. Salpingectomy: uterus weighs 191 grams. Benign cervical tissue. Benign endometrium, proliferative phase. Benign myometrium. Benign bilateral fallopian tube tissue with focal benign paratubal cyst. Specimen(s) received, cervix, uterus, both tubes, clinical history. Pre-op diagnosis : excessive menstruation. Post-op diagnosis : same. Surgical procedure. Robot assisted laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy gross description: identified within the fallopian tubes is a metallic surgical device measuring 13 cm in length by 0.1 x 0.1 cm in width within each fallopian tube. The fimbriated fallopian tubes average 5.5 x 0.6 x 0.5 cm. Displaying purple gray smooth serosa and a stellate lumen. A 0.7 cm clear fluid filled paratubal cyst is identified on the left fallopian tube. Surgical pathology report cervix, uterus, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy end bilateral salpingectomy: uterus weighs 191 grams. Benign cervical tissue. Benign endometrium, proliferative phase. Benign myometrium. Benign bilateral fallopian tube tissue with focal benign para tubal cyst. Specimen(g) received cervix, uterus, both tubes. [Ultrasound scan] on (B)(6) 2017: indication: menorrhagia. Heavy bleeding, patient history of essure devices in place? Having reaction to them. Relevant history: contraception: essure procedure. Uterus: anteverted, heterogeneous myometrium, nabothian cysts noted. Comment: essure devices are visible on abdominal scanning, difficult to visualize endo vaginally. Report summary: overall impression: patient menorrhagia. F/u essure (tubal sterilization devices). Diffusely enlarged, 229ml, anteverted uterus, essure devices seen transabdominally in appropriate regions of uterus. Em 14.2mm, with an echogenic?blood clot) area. No doppler flow.; on (B)(6) 2017: gynecological ultrasound report. Indication: history of endometrial mass? Polyp or clot. Fibroids: fibroid 1: size: 11 mm. Type: intramural fibroid. Position: fundus, comments: essure devices visible in place on abdominal scanning. Report summary: overall impression: the uterus is enlarged, anteverted with a heterogenous myometrium. There is an 11 mm intramural fibroid at the level of the fundus. Em is 11.76 mm. There is a 4 mm fullness at the fundus. Essure devices visible in place on abdominal scanning. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy keeping ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.